Manufacturer narrative:
Additional information was requested from the reporter. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The device was used for a procedure(s) after the event. The start of precleaning was not delayed after the procedure. The precleaning was immediately conducted. Water was aspirated through the instrument / suction channel with a suction pump. The air/water channel was flushed with water and air by using a mh-948 air/water channel cleaning adapter. All the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was be clean by boston. The instrument channel, suction channel, air/water valve/suction valve, and biopsy valve were brushed. The device was reprocessed in an oer-4 automated endoscope reprocessor (aer) with a quick end and acecide-c disinfection. All channels were connected to tubes when the endoscope was set up in the aer. The disinfectant solution was used before the expiration date and the disinfectant solution met the minimum effective concentration (mec). The water filter replaced within the specified period. A rinse water treatment system such as ultraviolet light-based decontamination system was used without an abnormality. The scope was wiped with a clean towel/paper and through a dry process in the aer. The scope was stored in a cabinet without drying function. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, escherichia coli was detected in the suction channel and the air/water channel of the evis lucera elite colonovideoscope. On (B)(6) 2022, unknown bacteria were also detected in the suction channel of another evis lucera elite colonovideoscope. The two (2) evis lucera elite colonovideoscopes were washed in the same endoscope reprocessor. On (B)(6) 2022, the evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on (B)(6) 2022. No results were provided. On (B)(6) 2022, the scope was cultured again after storage. The device had been reprocessed on (B)(6) 2022. The scope tested positive for unknown count of enterococcus faecium. On (B)(6) 2022, the other evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on (B)(6) 2022. Test positive for unknown count of citrobacter koseri and aeromonas hydrohia/caviae. Details such as the implementation status of the culture test were unknown. The cause of the bacteria detection that the facility presumed was as follows. There was bacterial invasion from the washer. A scratch was in the scope forceps channel. Bacterial species was detected in the first bottle and was a prohibited dose. The bacterial species was citrobacter koseri, aeromonas hydrophilia/caviae. The bacteria amount was unknown. On (B)(6) 2022, the oer-4 automated endoscope reprocessor (aer) final rinse water, circulation port inside the device (before disinfection), circulation port mesh filter, and cleaning tank were cultured. On (B)(6) 2022, additional information was provided by the facility. The facility suspected the washer was the cause of the issue and will conduct a culture test after cleaning and disinfecting the second evis lucera elite colonovideoscope with another washer. A culture test will be conducted on the washer. Results are pending. There was a possibility that the culture may not have been sampled correctly as the culture was carried out in a way that could cause contamination. No patient injury or procedure impact reported. This complaint is related to patient identifiers: (B)(6) (oer-4 / sn: (B)(4) and (B)(6) (pcf-h290zi / sn: (B)(4). This complaint is pertaining to the evis lucera elite colonovideoscope (sn: (B)(4).testing positive for escherichia coli in the suction line and the air/water supply line and unknown count of citrobacter koseri and aeromonas hydrohia/caviae.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, the device evaluation and the legal manufacturer¿s investigation. The device was evaluated by olympus, and the reported issue was neither confirmed nor not confirmed as no microbiological testing was performed by olympus. The bending section cover adhesive was chipping, had cracks, and was cloudy. The insertion guide coil was cut. The insertion guide corrugated boor protector was damaged. Switch one (1) leaked. The was insufficient angle. The angle had play. The nozzle was clogging. The suction cylinder had peeling paint. The light guide lens adhesive was partly cloudy. The objective lens adhesive was cloudy. The scope connector display was peeling. Scratches were found in multiple locations on the device. The legal manufacturer performed an investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: similar projects at same facility: as a result of confirming bacteria detection cases in culture tests of the same or similar models, there are no similar complaints. Similar projects at other facilities: a bacteria detection case is (B)(4) in the culture test of the same or similar model. <investigation event> bacteria were detected when a culture test was performed by applying suction to the forceps channel. <conclusion> the root cause could not be identified. <<consideration>> unable to identify the relationship between the device and the event. Conclusion: the root cause could not be conclusively specified. Event: escherichia coli was detected in the suction line and the air/water line. From the following survey results, it is not possible to determine the relationship between the device and the culture test results (bacteria detection). The following were detected in the culture test of the sample collected from the aspiration line. Citrobacter koseri: the following were detected in the culture test of the sample collected from the air line. Aeromonas hydrohia/caviae: (reference: "infection-related complaint questionnaire_ver1.0.1_steel memorial hachiman hospital.pdf" provided by the customer.) No obvious deviation from the IFU was observed in the reprocessing procedure. (Reference: "infection-related complaint questionnaire_ver1.0.1_steel memorial hachiman hospital.pdf" provided by the customer.) The instructions for use (IFU) states the following guidelines: inadequate cleaning of the endoscope will result in ineffective disinfection (or sterilization). Prior to disinfecting (or sterilizing) endoscopes and accessories should be thoroughly cleaned to remove microorganisms and organic material that may interfere with the disinfection or sterilization effect. Olympus will continue to monitor field performance for this device.